Manufacturer narrative:
Block b3: exact date unknown, event occurred a few weeks ago.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Sc-1232 (sn: (B)(6). The returned ipg was analyzed, and t would not charge despite the multiple charging attempts, and communication could not be established with a known good remote control (rc) or clinician programmer (cp). Therefore, the data logs could not be retrieved or analyzed, and no functional testing could be performed. The ipg was then cut open, and internal electrical measurements revealed excessive sleep current and low resistance of a node where high resistance was expected, which confirms that the application-specific integrated circuit (asic) chip is damaged. This damage is typically caused by the ipg exposure to external high voltage/high current transient sources. With all the available information, boston scientific concludes that the reported allegation that patient was having difficulties charging the ipg and could not communicate with the rc after returning home from a trip has been confirmed. Despite multiple attempts, the ipg still failed to charge or communicate. Unfortunately, the data logs could not be retrieved or analyzed, making it impossible to determine when the device stopped functioning. The root cause could not be established based on the condition in which the device was received.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) and communicating the ipg to the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.